Manufacturer narrative:
Catalog number, serial number, unique identifier (UDI) and PMA/510(k) are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device under delivered the medication. No patient injury was reported.

Event description:
It was reported the machine missed a dose and was reset. On (B)(6) 2022, another dose was missed again.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no obstructions, damaged or broken, or other defects were detected in none of the joins of the product. Functional testing found no discrepancies were detected, sample was fully priming and connected without difficulty, the pump was set running, liquid flow through the whole device without interruptions, no alarms were activated, thus, the failure mode reported is not confirmed. The sample was tested to measure the height of the pump tube arch and determine if is under or out of spec. Results: tests successfully passed; thus, the failure mode is not confirmed. Device passed all functional testing. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) corrected data: b5